Event description:
It was reported that fiber breakage was noted at 14,087 joules during a prostate procedure. The procedure was completed with a second fiber. "No harm to pt" reported.

Manufacturer narrative:
The component code fiber refers to the results code thermal problem. Analysis: the outer flow tubing and the fiber were found to be broken proximal to the control knob. The glass cap shows signs of devitrification. The root cause of the device failure was determined to be localized heat accumulation/user handling due to anatomical/ procedural factors encountered during the procedure.